Event description:
Revision surgery - due to osteolysis and a worn polyethylene.

Manufacturer narrative:
The reason for this revision surgery was reported as osteolysis and poly wear after 13.2 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the (B)(4) complaint for this part number: (B)(4) due to revision, (B)(4) other, (B)(4) cracked/broken device, and (B)(4) was mislabeled, and (B)(4) due to surgical technique. This is the first complaint for this lot number. The root cause for the revision surgery was most likely due to normal wear over the life cycle of the product. Aside from factors such as poly debris due to damage and normal wear, other factors that can contribute to osteolysis are: age, disease, medical contraindication, distal loading of the implant, or insufficient proximal bone before the primary surgery. Because the femoral stem was left in the patient, it is unlikely that osteolysis was the root cause for a revision surgery. There are no indications of a product or process issue affecting implant safety or effectiveness.